Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was during a stenting procedure of a patient (patient age, gender, and weight are unknown). During the procedure, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent system with no reported patient conditions. The patient was reported to be in good condition after the procedure. On (B)(6), 2010, it was reported that the customer cut the push catheter to remove the device from the endoscope.

Manufacturer narrative:
Device evaluation: a visual evaluation of the returned the suture was twisted/tensed/wrapped around the proximal barb of the stent. The push catheter was received cut near the proximal end. The guide catheter was broken in two pieces. The proximal piece of the guide catheter was stretched and broken. The distal piece of the guide catheter remained inside the delivery system. The suture was broken and the stent was detached from the delivery system for evaluation. The proximal and distal barbs of the stent were depressed. The proximal barb was slightly twisted due to the tensed/twisted suture. The suture hole was slightly torn. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was during a stenting procedure of a patient (patient age, gender, and weight are unknown). During the procedure, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent system with no reported patient conditions. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.